Event description:
A customer reported an issue with the touchscreen of their pump, which was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer¿s blood glucose level. The customer attempted a pump reset with guidance from technical support, but this did not resolve the issue. Customer reverted to an alternate method of insulin delivery.